Event description:
It was reported that the brakes could not remain engaged because the brakes cams were worn and not holding.

Event description:
It was reported that the brakes could not remain engaged because the brakes cams were worn and not holding.

Manufacturer narrative:
This MDR initial report is a duplicate and the event was already previously reported via MDR # 1831750-2012-10903. Please see MDR # 1831750-2012-10903 for information regarding this event.

Manufacturer narrative:
(B)(4) - brake cam.